Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl, dilaudid (hydromorphone), and bupivacaine. It was reported that the patient had been having problems with their handset for a couple weeks. The patient was getting a message to "retry" when they were trying to connect to the pump. The patient got 12 boluses a day. Patient services attempt to clarify. Patient services assisted the patient with clearing data on the handset and the patient was able to connect to the pump much faster. Troubleshooting steps taken with patient services resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information: references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.